Manufacturer narrative:
The reported product is not expected to be returned as the caregiver indicated product was lost after contact with emergency services. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended manufacturing review will be performed and a follow up report will be submitted upon completion of the investigation. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A caregiver reported a low glucose reading of 60 mg/dl on the adc device. It is unknown whether the caregiver noted a trend arrow on the device. The customer was bedridden, and the caregiver administered two packs of glucose gel, honey, and sugar water; however, the sensor continued to display 60 mg/dl. The caregiver contacted the hospice provider, who then called emergency services. Upon arrival, emergency responders observed a sensor reading of 65 mg/dl. The emt administered an intravenous glucose solution, after which the sensor reading increased to 111 mg/dl before subsequently dropping back to 60 mg/dl. No comparison blood glucose test using an hcp meter was performed. The customer later passed away. A death certificate has been issued; however, no official cause of death was documented. Based on the information provided, it is inconclusive that the adc device has led to or contributed to the reported death.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A caregiver reported a low glucose reading of 60 mg/dl on the adc device. It is unknown whether the caregiver noted a trend arrow on the device. The customer was bedridden, and the caregiver administered two packs of glucose gel, honey, and sugar water; however, the sensor continued to display 60 mg/dl. The caregiver contacted the hospice provider, who then called emergency services. Upon arrival, emergency responders observed a sensor reading of 65 mg/dl. The emt administered an intravenous glucose solution, after which the sensor reading increased to 111 mg/dl before subsequently dropping back to 60 mg/dl. No comparison blood glucose test using an hcp meter was performed. The customer later passed away. A death certificate has been issued; however, no official cause of death was documented. Based on the information provided, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as the caregiver indicated product was lost after contact with emergency services. An extended manufacturing review of the sensor assembly has been performed. No planned or unplanned equipment maintenance, manufacturing or material changes took place during manufacturing of this lot. No non-conformances or deviations were raised during manufacture. Sensor lot met specifications and was approved for release. For the sensor kit, no abnormal conditions were observed for the reviewed units, nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters, and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.